Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty installing a cartridge on their ilet. The connector would not twist with a cartridge installed but functioned without one. After replacing the connector, the cartridge installed successfully. Blood glucose was not affected.